Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed undersensing on the implantable cardioverter defibrillator (ICD). Programming changes were performed to resolve the issue. The patient condition was stable.